Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed. The patient was scheduled for a follow-up. No further information is available.

Event description:
Additional information received indicated that programming changes were made and the patient's condition was good.